Event description:
Customer tested finger and rec'd a reading of 52 then immediately tested again with a result of 117 mg/dl. In another set of tests, reading results of 347 and 174 mg/dl were rec'd within ten min period. Results vary more than the allowed 20%. Testing conducted on fingers.